Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were trying to adjust their stimulator, but when they went to do it, they couldn't got past 2.3, and it was saying maximum settings. Agent had them decrease the stimulation and increase it back up, and the therapy got turned off when they connected, to they turned it back on and adjusted the stimulation, but still can't go past 2.3. Agent had them try changing programs, but they said they had already tried that and they can adjust it with other programs, but the want to stay on their current programs and just increase the stimulation. Agent emailed the manufacturing representative (rep) on the area to further address the issue.